Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during our visual inspection. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The alarm could not be cleared there was no response from buttons. The customer insulin pump was possibly exposed to moisture wellness next to the pool. The customer was advised that the insulin pump will need to be replaced. The customer his blood glucose under control and on back up plan since yesterday when alarm occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.